Manufacturer narrative:
The sex of the patient is unknown at this time. The ge field engineer could not find any problem with either the table landmark system or with the laser alignment system. The field engineer reviewed the logs and saw that the cradle landmark was changed during the procedure. There is no indication of a system malfunction causing the change in table landmark. This was also confirmed by engineering in a review of the logs. This is a single occurence and there does not appear to be any malfunction related to the CT scanner.

Event description:
It was reported that during a lung biopsy procedure, the doctor had to insert biopsy needle into the patient four times. This resulted in a collapsed lung for the patient.